Manufacturer narrative:
This report contains supplemental information for mentor asr reference number 1-yyp22y/1-10drmi6. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the device, a tear was observed within a crease on the anterior view, measuring approximately 15.2 cm. No other anomalies were observed. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary.

Event description:
This report contains supplemental information for mentor asr reference number 1-yyp22y/1-10drmi6. It was reported that a (B)(6) female patient underwent a breast augmentation with saline mentor smooth round moderate profile 375cc breast implants and experienced right breast implant deflation, bilateral asymmetry and ptosis on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 550cc on (B)(6) 2019. Left implant was intact. The patient was in a stable condition after the surgery. This medwatch is for the right breast implant.